Manufacturer narrative:
Medwatch sent to FDA on 11/21/2007. Device evaluation: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
Initially, the patient reported that after treatment under the eyes with cosmoderm, the patient immediately presented with edema, induration, and ecchymosis and was unhappy with the results of treatment. Follow up findings from the physician notes, that the swelling is resolved, the bruising is resolved, and there is one blob of product under each eye due to overcorrection. No treatment has been prescribed. In a recent follow up from the physician, it is noted that the patient has scarring under the eyes. No treatment has been prescribed by the physician.